Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported power PICC solo 4fr single lumen inserted 14.06.2024 to 8cm at skin. PICC secured with securacath. PICC fractured during use on 20.06.2024 at 10cm and removed. No other information was provided. Additional information 07/01/2024: the patient required another PICC insertion to complete treatment. It is a partial break. Additional information received 08/30/2024: total length of the catheter 49cm. Inserted into right vein. Exit site marking after PICC placement was 8cm. Secured with secureacath. Antibiotics infused through the PICC. There were no catheter interventions to address occlusions with this PICC. Unable to flush, took dressing down and noted kink break was at 10 cm, 6 days after insertion. Catheter site cleaned with chloraprep, 3ml 2% chg in 70% ipa. This account uses 3m tegaderm chlorhexidine gel dressing.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported power PICC solo 4fr single lumen inserted (B)(6) 2024 to 8cm at skin. PICC secured with securacath. PICC fractured during use on (B)(6) 2024 at 10cm and removed. No other information was provided. Additional information 07/01/2024: the patient required another PICC insertion to complete treatment. It is a partial break.